Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and embolization occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 2.50 x 20 mm synergy ii drug-eluting stent was advanced for treatment. However, during removal over a non-bsc guide wire through a .75 8fr non-bsc guide catheter, the stent came off the balloon and embolized in the rca. The rca was then rewired and stented with a different device. The procedure was completed. No further patient complications were reported.